Manufacturer narrative:
Submit date: 27-apr-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that after powering the unit on, the device did not have an audible alarm on start-up and on the volume control screen. The unit¿s software was updated and the unit was repaired, tested, calibrated per procedure. The unit was restored to proper operation.

Event description:
The customer returned the unit with a non-specific issue. Upon triage on (B)(6) 2017, the service technician found the buzzer did not alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿no specific issue.¿ the unit was triaged, the service technician observed no audio and was confirmed by failure investigation. A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.